Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt cam into clinic with complaints of feeling dizzy and short battery run times. The pt was given 4 new batteries, power module pt cable, universal battery charger and power module. All equipment was checked in by biomed and vad team and was in working order. The system controller was assessed and the system controller battery cell tightened but not exchanged as it appeared to be in working order. The pt had edematous lower extremities but was intravascularly dry/dehydrated. His blood pressures were orthostatic ranging from doppler reading from 60's-80's supine to standing. Later that evening the manufacturer's clinical rep was called by the vad coordinator with a request to call the nurse practitioner (np) on call because the pt was passing out at home. The clinical rep called the np and learned that the pt had expired. The pt had been found on the floor by the family. The np had tried to get the family to change out the system controller and perform CPR, but there was too much confusion. Emergency services were called and the vad coordinators spoke to family members who confirmed that the pt was on the power module. No other action was taken as the emergency services stated that the pt had been deceased for 45 minutes or greater.